Manufacturer narrative:
Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
It was reported that the primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch had a leak issue. It was stated "leakage on cassette." Quantity affected is 1 and the sample is not available for return. A sample picture is available showing the product involved with a circle mark indicating where the leakage occurred. The solution used was unknown, but there was no chemo drug involved in the event. There was no unprotected drug exposure and impact to the patient or healthcare providers. The spill was cleaned per facility protocol. There was no other physical defect reported. The set was replaced and therapy resumed there was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
Investigation summary: a picture was returned showing a cassette with a red circle outlining the flow regulator. A drop pf fluid can be seen on the top edge of the cassette; however, it is unclear where the leak is coming from. A lot history review showed a complaint from the same lot with leakage from the same location. The probable cause was due to the tip of the insert of the mold breaking during manufacturing in costa rica. Leakage was observed from the gate of the cassette seal. The leak was determined to be due to subflash during molding. The probable cause of the subflash and subsequently the leakage from the flow regulator of the cassette is due to the tip of the insert of the mold breaking during manufacturing in costa rica.